Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod longer than 48 hours, the site was red, itchy and becomes brown and rough afterwards. The patient consulted the family doctor, who prescribed an ointment (name unspecified) to treat the affected area.